Event description:
Nellcor puritan bennett received a report from the clinical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but it has not yet been received.